Event description:
Patient presented to the physician with leads exposed due to chronic infection complicated by patient medical conditions. Physician surgically removed the inspire system on (B)(6) 2020.

Event description:
The patient reported that he had an (B)(6) infection in his ipg pocket and at the intercostal surgical site. The implanting physician prescribed the patient with antibiotics. During an unrelated medical event, hospital staff switched the patient to different antibiotics more compatible with a pre-existing kidney condition. The doctor reports that the infected area is resolving well.